Manufacturer narrative:
Siemens healthineers diagnostics has identified, through customer complaints, an increased occurrence of random non-repeatable false positive cardiac troponin (ctni) results at any point during the testpak¿s shelf life when using the stratus cs ctni acute care testpak. This means some ctni values for samples that are expected to fall within the 99th percentile of the reference population (per the instructions for use: 0.00 - 0.07 ng/ml [g/l]) may exceed this range. This issue can impact results. The stratus cs were confirmed to display false positive ctni results without alerting the user. The data revealed the maximum positive bias is 0.42 ng/ml with an average bias of 0.14 ng/ml when repeated on stratus scs platform. Siemens has released a field action (poc 25-006) "false positive ctni results for acute care ctni testpak" to inform customers of the issue and provide mitigation options. Crr#: 3002637618-03-31-2025-002-c. H6 c22: the issue was confirmed but the cause of the elevated rate of false positive ctni is unknown.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. Investigation will commence once requested data has been received. The cause of this event is unknown.

Event description:
The customer reported that they received a false positive troponin (ctni) result compared to retesting of a new sample on their laboratory instrument. The controls were passing. There is no report of injury due to this event.

Manufacturer narrative:
Based on the limited information provided by the customer, root cause was unable to be determined for the discrepant ctni result. A review of the manufacturing release data for the lot in use at the time of the event demonstrated acceptable performance, nothing atypical was observed. The cause of this event is unknown.